Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and went to the hospital emergency department for a device check. It was noted that it was difficult to verify right ventricular (rv) lead capture on the presenting electrogram (egm). The rv lead remains in use. No further patient complications have been reported as a result of this event.